Manufacturer narrative:
Device evaluation: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Pump passed a 29hr flow accuracy test successfully. The daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. Review of the available black box and alarm history show no errors or alarms related to the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the patient's mother/reporter claimed the patient had elevated blood glucose and tested positive for large ketones due to a priming issue involving possible use error. On (B)(6) 2012, the patient primed only 0.5 units and 0.6 units respectively after a site and infusion set changed. The patient's doctor placed the patient on a backup plan until the subject pump could be reviewed. The mother stated the patient was not priming until she saw insulin drops. The mother believed this could be the cause of the patient's elevated blood glucose at the time of concern. During a trial prime, the mother was able to prime 3.0 units before she saw an insulin drop at the end of the tube. The issue was resolved with training. There was no evidence of a pump defect. This complaint is being reported due to possible use error since the patient did not prime until a drop of insulin can be seen and experience hyperglycemia on the days of concern.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).